Event description:
The cautery/esu grounding pad was placed on the patient for a port removal procedure. When taking the pad off the patient, a reddened area around the edge of the pad was seen with some breakdown of the skin at the cord entrance site. The wound was classified as a small blister or a burn injury at the site.